Event description:
The contact stated that three consecutive blood tests gave the following results: 47, 27, and 236 mg/dl. The difference between the first and second readings and the last reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. Troubleshooting showed the system to be operating as designed, and no product will be returned for evaluation.